Event description:
It was reported that the patient underwent a revision. The reason and timing of the revision was not reported. It was noted that there were no symptoms. During the explant of the stimulator, the extension was unable to be removed from the stimulator. The patient outcome was noted as alive and with no adverse effect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for the stimulator revealed no anomalies. Final device analysis for the extension revealed that the proximal end of the extension was not completely seated in the ins connector port. The proximal end was stretched and the setscrew impressions were too proximal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the previously reported event occurred during a surgical revision that was meant to place the implantable neurostimulator (ins) from the left buttocks to the right buttocks, "so it had to be disconnected."